Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 17-apr-2023. H6: investigation summary: two samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Both samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 1147923. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Event description:
It was reported that 24 bd safetyglide¿ needles from lot 2025238, 9 from lot 2024137, 3 from lot 1039383, and 5 from lot 1147923 were found blocked before use. The following information was provided by the initial reporter: "occluded needles... Level of harm: no effect - did not reach patient - detected before use or does not touch person during use".

Event description:
It was reported that 24 bd safetyglide¿ needles from lot 2025238, 9 from lot 2024137, 3 from lot 1039383, and 5 from lot 1147923 were found blocked before use. The following information was provided by the initial reporter: "occluded needles. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2025238; medical device expiration date: 31-dec-2026; device manufacture date: 25-jan-2022. Medical device lot #: 2024137; medical device expiration date: 31-dec-2026; device manufacture date: 24-jan-2022. Medical device lot #: 1039383; medical device expiration date: 31-jan-2026; device manufacture date: 08-feb-2021. Medical device lot #: 1147923; medical device expiration date: 31-may-2026; device manufacture date: 27-may-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.